Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 242 mg/dl at the time of the incident. Customer state that insulin pump had failed battery alarm. Troubleshooting was performed for failed battery however, the customer declined to continue troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 19 or pump error 79 noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test noted during testing. Pump error 63 alarm confirmed in the pump history due to software error.